Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensed noise during atrial tachy response (atr) episodes along with impedance measurements reater than 2000 ohms. When the respiratory rate trend was deactivated the noise disappeared. A copy of the device¿s memory was preserved and submitted for analysis. Analysis confirmed evidence of 50hz oversensing consistent with oversensing of the minute ventilation (mv) sensor. Boston scientific technical services (ts) recommended programming this sensor off and replacing the ra lead. The recommended reprogramming was performed and the noise resolved. The patient only paces less than 1% in the atrium so the physician elected to monitor the patient and not surgically intervene to replace the ra lead. No additional adverse patient effects were reported.